Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/04/2020. Additional information was requested and the following was obtained: 1. Please clarify the suture event after 2 days post-op: was the suture material broke? Yes. What is meant by the "suture extrusion?" ( is it spitting ?) Device extrusion, meaning erosion of patient's skin pocket which houses a device. 2. Was the re-suturing done? Unobtainable. 3. How was inflammation/reaction treated? Hydrogen peroxide was used to rinse the wound, iodine complex was used to disinfect the wound. Sterile gauze and change dressing were given twice a day. 4. Lot number? Unobtainable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). As product code and lot information not provided, the device history records can¿t be reviewed. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify the suture event after 2 days post-op: was the suture material broke? What is meant by the "suture extrusion"? ( is it spitting ?). 2. Was the re-suturing done? 3. How was inflammation/reaction treated? 4. Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction and internal fixation of right clavicle fracture procedure on (B)(6) 2020 and the suture was used. The patient experienced post-op inflammation with erythema, device extrusion and wound secretion on the incision two days after the surgery. It was found that the suture broke. Hydrogen peroxide was used to rinse the wound, iodine complex was used to disinfect the wound. Sterile gauze and change dressing were given twice a day. A few days later, the wound heals.